Event description:
Health care professional reported the event as, pt presented to clinic after the pt started to regain weight and was losing feeling of satiety a lot faster. Saw treating physician in the rooms for an adjustment and fluid could be introduced through the adjustment port, however, fluid was unable to be aspirated at the same time. The pt then saw the surgeon in the clinic after an x-ray of the abdomen where it was determined that the tubing was no longer intact. From the x-ray it was determined that the split in the tubing was approx 15cm from the band buckle. Following removal of the band, the tubing was inspected and seemed to be very fragile and was able to be broken relatively easy by hand. The band was replaced with an allergan ap small, w/rpez and the explanted device will be returned for eval.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."